Event description:
New information received indicates that programming changes were made; the issue was resolved. The patient was on comfort care measures due to other comorbidities

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on a stored egm was noted. Noise was revealed on the rv lead. Programming changes were suggested. Further actions will be discussed with the physician. No further information is available.